Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer typically delivered override boluses of 0.0u to a few units to address post dinner blood glucose (bg) elevations. The customer's bg level subsequently decreased to 40-50 mg/dl. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.